Manufacturer narrative:
Analysis found that as received, a complete lead was returned in one piece measuring 51.9 cm. External insulation abrasion was noted at 20.4 cm to 20.6 cm from the connector pin, exposing the outer coil. This was consistent with friction to the device can.the cause of the reported event of "lead signal noise/ artifact" was isolated to the exposure of the outer coil in the abrasion zone.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented at follow-up exhibiting right atrial lead noise recorded on stored electrograms. During the revision procedure the physician noted a suture tied around the lead, causing the insulation to be damaged. The lead was explanted and replaced. The patient was discharged.